Event description:
It was reported the subject device had an orange light constant. The issue occurred during preparation for a flexible sigmoidoscopy clinic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely the flushing pump head lever is loose due to worn out pump head, however; a definitive root cause could not be determined a device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had an orange light constant. The issue occurred during preparation for a flexible sigmoidoscopy clinic procedure. There were no reports of patient harm.